Manufacturer narrative:
(B)(4). Batch #: u5c690. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with nine reloads present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. Upon visual inspection of five photos, the following was observed: the first file has two photos, and the second photo shows a staple line on the tissue and a staple line appears to be not properly formed. The third and fourth photos show a staple line and the cut line appears to be jagged. The fifth photo shows a staple line and no anomalies could be observed. Based on the photo, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by that during a laparoscopic gastric bypass procedure, the doctor experienced malformed staples twice while firing gst60b. One of the staple legs did not form "b-shapes" and stuck straight up. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 9/23/2020. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with seven reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.